Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump received a insulin pump error alarm. The customer¿s blood glucose was 13 mmol/l. Troubleshooting was done for insulin pump error alarm. Customer was assisted in clearing alarm but the alarm cannot cleared. Customer reported insulin pump was not exposed to high magnetic field. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation, the unit displayed a critical pump error on the lcd screen due to signs of previous moisture presence and corrosion on the electronic board, especially around the battery connectors. We were unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement or self tests due to the critical pump error.